Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure the subject guidewire coating peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information is available.

Event description:
It was reported that during a neurovascular procedure the subject guidewire coating peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information is available.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Upon visual/microscopic inspection of the returned subject device, it was noted that an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 176cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 37cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection was not required as the defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. Additional information provided by the customer indicated that the coating of the wire peeled off. During analysis, the guidewire was noted to be kinked/bent at 176cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 37cm from the proximal end, the peeling most likely occurred as a result of interaction with another device. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. An assignable cause of handling damage will be assigned to the as reported/as analyzed 'guidewire ptfe coating peeling' and the as analyzed ¿guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.